Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked below the grip pad. The following findings are unrelated to the reported issues: there was no evidence of a 'time and date reset' issue observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values after the battery had been removed from the pump for less than 24 hours. The pump case was removed, and corrosion was found under the bt1 internal battery component; this device failure caused the 'time and date reset' issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).